Event description:
Caller (patient's daughter) alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010; inr: >7.5, 3.6. Date: (B)(6) 2010; inratio: >7.5 (x3). Follow up with patient's daughter revealed that lab inr value was very high as well, but no specific value was given. The readings on the meter was confirmed by the lab test.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 7.5; 2nd inr: 3.6; mean: 5.55; sd: 2.76; %cv: 49.69. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Previous investigation of strip lot 234527 revealed that result comparisons met precision criteria. Precision was calculated from accuracy test. %cv of donor 1 = 2.79, which is less than 16%. Follow up with the customer revealed that patient's high inratio inr values were confirmed by the lab test. No further investigation required. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.